Manufacturer narrative:
(B)(4) - spindle.

Event description:
It was reported by repair work order that the customer alleged that the right side rail will not latch. Upon inspection of the unit by the service technician, it was identified that the patient-right latching spindle was unable to remain latched.

Event description:
It was reported by repair work order that the customer alleged that the right side rail will not latch. Upon inspection of the unit by the service technician, it was identified that the patient-right latching spindle was unable to remain latched.